Manufacturer narrative:
Additional information: h6 h10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp soln set under infused. After a parenteral nutrition (pn) infusion via a spectrum pump, a "high volume residual amount" remained in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.